Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) as performed from the date of manufacture, 20-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was malfunctioning. A field service engineer (fse) tested the keyboard and observed the issue firsthand. The top cover was opened and the keyboard reseated, followed by a pyxis reboot. After attempting to log in at the desktop, access was unsuccessful. The pyxis was rebooted again, but several keys on the keyboard were still not functioning. The fse replaced the keyboard, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard malfunctioned. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.